Event description:
A plate, implanted in 2003 for a tibial fracture, was noted as broken 4 months later and was removed on the following month. It was noted that the bone had not healed and the plate broke.